Event description:
It was reported that during implant about ten different placing maneuvers were undertaken but sensing or threshold results were not acceptable. It was seen in fluoroscopy that the screw was no longer working. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix anomaly as well as sensing and threshold anomalies was not confirmed in the laboratory.